Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/11/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/11/2015 with the following findings: visual inspection revealed that the battery compartment was cracked from the top. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. Unrelated to the complaint, evaluation revealed that the internal clock batter was leaking and unable to hold a charge. Initial reporter: (B)(6).